Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks due to t wave oversensing and a change in morphology. This patient had gone into the clinic, and the vector was changed at that time. Technical services (ts) reviewed noting the morphology compared to older presenting subcutaneous electrocardiograms (s-ECG) were very different, appearing to have been in a rate dependent bundle rhythm with oversensing. Ts noted changing the vector would not help with this. Ts discussed treadmill exercise testing with the health care professional. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks due to t wave oversensing and a change in morphology. This patient had gone into the clinic, and the vector was changed at that time. Technical services (ts) reviewed noting the morphology compared to older presenting subcutaneous electrocardiograms (s-ECG) were very different, appearing to have been in a rate dependent bundle rhythm with oversensing. Ts noted changing the vector would not help with this. Ts discussed treadmill exercise testing with the health care professional. This s-ICD remains in service. No adverse patient effects were reported. This s-ICD was explanted due to an unknown reason, was returned and is expected to be analyzed. It is unknown if a different device was implanted in place. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.